Event description:
Gen report received of an unspecified number of undocumented incidents of the semi-rigid adapter on the clave secondary ports of the tubing sets broke. The customer contact reported that during set up prior to pt use, the semirigid adapters of the clave secondary ports on the cassettes of the primary tubing sets broke off. No specific details were provided. The tubing sets were replaced and the therapies were resumed. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The customer indicated that the devices have been discarded during investigation, no possible causes for the customer reported semi rigid adapter on the clave secondary ports of the tubing sets broken were identified. Hospira has completed a formal investigation to address the issue of leaks of the clave secondary port. Based on the investigation results, it was determined that the device breakage was due to the design of the clave port that is directly bonded to the secondary port of the cassette. This report represents all the information known by the reporter upon query by hospira personnel.